Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, a manufacturing record evaluation could not be performed. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that before an unknown procedure, the package was not sealed on the right alignment. Another device was used to complete the case. There was no adverse consequence to the patient. No further information is available.